Event description:
The customer reported the ventilator would not turn on via ac power and the mains power led indicator was not lit. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) verified the reported problem. The manufacturers fse advised the customer replace the power supply to correct the reported problem. The customer refused repair service at this time.

Manufacturer narrative:
Advised customer to replaced the power supply. Customer declined repair.